Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Complaint activity for the likely cause lot was determined to be normal. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site; however, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a weak reactive architect hbsag result was generated for a patient on (B)(6) 2017. The sample retested reactive and confirmed positive. The same patient was redrawn the following day and the result was nonreactive. The sample was sent to another laboratory and the result was nonreactive. No adverse impact to patient management was reported.